Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a genesys hydrothermablation (hta) procerva procedure set was used during a dilation and curettage with hydrothermablation (hta) procedure performed on (B)(6) 2017. According to the complainant on (B)(6) 2017, six days post-hta procedure the patient was admitted due to pelvic pain and fever. Laboratory examinations were conducted; complete blood count revealed an elevated white blood cells and blood culture resulted to group a septicemia. Per physician, the fever could have been due to presumed endometritis, a complication to the procedure. The patient was given an initial dose of intravenous clindamycin and a 20-day course of oral augmentin. Patient's current condition is now improving, pain was alleviated and was discharged from the hospital.